Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified (alert 04; malfunction 7 0x207f).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 250 units of insulin during each load sequence. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 400 mg/dl.